Event description:
It was reported that a physician complained that the programmer was "sluggish and slow". The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm customer comment of sluggish performance, no anomalies were found.